Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# my8060 and lot# 24055854 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: my8060. Batch#: 24055854. It was reported by the customer that during compounding carboplatin leaked at the connection site of the texium and needle free valve. Rcc received a complaint via email. During compounding carboplatin leaked at the connection site of the texium and needle free valve. Product number - my8060. Lot number - 24055854.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that during compounding carboplatin leaked at the connection site of the texium and needle free valve.